Event description:
The event involved a customer facility regarding plum duo infusion system. It was reported that a critically ill patient in the ICU was receiving a continuous phenylephrine infusion via a plum duo infusion pump for hemodynamic support. Immediately prior to the event, the patient was on phenylephrine at approximately 1 mcg/kg/min (16.32 ml/hr), with maps in the 60-70s. At 1033 there was an inappropriate air in line alarm and the pump stopped the phenylephrine infusion. The rn user did not visualize any air in the tubing. Cassette removed from pump and agitated or tapped to remove any invisible bubbles, replaced and drip restarted as fast as possible. The rn removed the tubing and primed a new line set for the infusion. During the interruption of the vasopressor infusion, the patient developed acute hypotension, with blood pressure decreasing from 108/61 (map 77) at 1015 and 94/53 (map 65) at 1030 to 68/34 (map 42) at 1036. In response, a prn epinephrine IV push dose of 50 mcg was administered at approximately 1033. Patient sustained map < 65 for 8 minutes, with lowest map 46. Phenylephrine rapidly titrated up in response to hypotension. Less than 10 minutes later, event repeated with same alarm, same intervention by nurse to address "air in line," and same subsequent hypotension to map high 40s, map < 65 for 5 minutes. After ivp epinephrine administration, the patient experienced a transient hypertensive and tachycardic response, with systolic blood pressure up to approximately 195-200 mmhg and heart rate up to approximately 190bpm, which resolved spontaneously without further intervention. After the new IV line was primed and re-inserted, the phenylephrine infusion was restarted. The patient's blood pressure stabilized to 195/135 (map 159) at 1038 and 122/73 (map 90) at 1045, and the phenylephrine was titrated down to pre-event infusion dose of 16.32 ml/hr. The event required rapid increase in vasopressor titration to maintain map in ordered range. The intended procedure was IV infusion. Medications involved: phenylephrine, vasopressin. It occurred at hospital. The device was operated by health care professional. There was patient involvement and harm.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.